Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed as failure code f-38. The cause of the problem was determined to be force sensing resistors (fsrs) which were out of specification. The fsrs were replaced in order to correct the problem.

Event description:
The facility reported a flogard infusion pump that presented an undetermined malfunction. It is unknown when this event occurred, however there was no patient involvement. There was no report of patient or user injury, nor medical intervention. No additional information is available at this time.